Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus would not work. The caller was advised to unplug the stylus and reboot the programmer. The status of the programmer is unknown. There was no patient involvement.